Event description:
After an implantation time of 11 months, inappropriate shock deliveries were reported. It was suspected that the insulation might be compromised. No deterioration in the pt's state of health was reported. The device was explanted.

Manufacturer narrative:
Ous MDR.